Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their cannula being occluded. The customer's blood glucose level was 121 mg/dl at the time of the incident. Customer states the site does not show signs of infection. Customer states that the cannula is becoming occluded with insulin and the cannula was not bent when removed, but just hardened. The customer did not troubleshoot and did not send the product back for analysis.